Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during normal use of the device, the screen suddenly went black and there was no display. There was no response when any button was pressed. Another device was used for temporary ventilation. There was no report of patient or user harm. Per a good faith effort response received, it was confirmed that the device was not on a patient when the issue occurred as it was before therapy, and that the ventilator required a swap or replacement. The device was confirmed to be functioning normally after being restarted. No repair was carried out, and no part was replaced. The reported issue was not duplicated during a test run. No abnormality was confirmed. The device¿s correct serial number and drpt (diagnostics report) were requested. However, the customer refused to provide both. The device passed the required performance verification tests per philips standards and was returned to service. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
The correct serial number (sn) of the device was requested, and a response was received providing sn (B)(6) as the correct sn. D4 ¿ catalog number, serial number, and product UDI number are updated. H4 ¿ device manufacture date is provided.